Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had color bars display. The event had occurred during therapeutic procedure. The procedure was completed using similar device. There were no reports of patient harm.